Manufacturer narrative:
Correction made to section b5 and h11. As reported, the 7x40 precise pro rx self-expanding stent (ses) was unpacked and it was found that the delivery rod was faulty and could not be used normally. There was no reported injury to the patient. The physician performed a carotid balloon with stenting. Additional information was requested; however, the information was not obtained after multiple attempts made. The device was returned for analysis. One non-sterile ¿precise pro rx ous carotid sys¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Upon visual analysis, the pod, polyamide, and guidewire lumen were found separated approximately 21.5 cm from the distal tip. The stent was not received for evaluation as it had already been deployed. No other anomalies were noted along the device components after a thorough inspection with the naked eye. Due to the separation found on the pod, polyamide, and guidewire lumen, amplified images were taken. Results showed that the separated area presented evidence of elongation. The elongation found on the material is commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was subjected to a tensile force prior to the separation. The reported ¿stent delivery system (sds) separated¿ was confirmed as the outer sheath, polyamide and pod were noted to be separated during analysis of the returned device. However, the exact cause cannot be determined. Based on the information available for review and product analysis, the device was induced to events that exceeded its material yield strength prior to the separation. Procedural and/or handling factors likely contributed to the event as evidenced by the analysis. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7x40 precise pro rx self-expanding stent (ses) was unpacked and it was found that the delivery rod was faulty and could not be used normally. There was no reported injury to the patient. The physician performed a carotid balloon with stenting. Additional information was requested; however, the information was not obtained after multiple attempts made.

Manufacturer narrative:
As reported, the 7 x 40 precise pro rx self-expanding stent (ses) was unpacked and it was found that the delivery rod was faulty and could not be used normally. There was no reported injury to the patient. The physician performed a carotid balloon with stenting. Additional information and device return was requested; however, neither were not obtained after multiple attempts made. The device was returned for analysis. One non-sterile "precise pro rx ous carotid sys" was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Upon visual analysis, the pod, polyamide, and guidewire lumen were found separated approximately 21.5 cm from the distal tip. The stent was not received for evaluation as it had already been deployed. No other anomalies were noted along the device components after a thorough inspection with the naked eye. Due to the separation found on the pod, polyamide, and guidewire lumen, amplified images were taken. Results showed that the separated area presented evidence of elongation. The elongation found on the material is commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was subjected to a tensile force prior to the separation. The reported "stent delivery system (sds) separated" was confirmed as the outer sheath, polyamide and pod were noted to be separated during analysis of the returned device. However, the exact cause cannot be determined. Based on the information available for review and product analysis, the device was induced to events that exceeded its material yield strength prior to the separation. Procedural and/or handling factors likely contributed to the event as evidenced by the analysis. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7 x 40 precise pro rs self-expanding stent (ses) was unpacked and it was found that the delivery rod was faulty and could not be used normally. There was no reported injury to the patient. The physician performed a carotid balloon with stenting. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.